Manufacturer narrative:
(B)(4). Approximate age of device - 11 months. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). On (B)(6) 2016, the patient's lvad system produced a read heart driveline disconnect alarm as well as the low speed advisory alarm. At the time of the alarms, the patient had been sleeping and was connected to the power module. The patient had remained asymptomatic. While on the phone with the vad coordinator, the patient performed a system controller self test without issue. A review of the submitted log file by the manufacturer's technical services confirmed the driveline disconnect and low speed advisory events in the history on (B)(6) 2016. The submitted x-ray images did not contain any obvious areas of concern. Further information received indicated that a chest x-ray and CT scan of the kidneys/ureters/bladder revealed potential driveline malfunction due to a short to shield. It was reported that the patient would utilize an ungrounded power module patient cable.

Manufacturer narrative:
No product was returned for evaluation. The report of low speed and a pump stoppage was confirmed based on the evaluation of the submitted system controller log file. The log file captured normal pump parameters until (B)(4) 2016, when two low speed hazards and two pump stoppages occurred while the patient was supported with the mobile power unit and patient cable. Based on our complaint history and similarly reported events, the events captured in the submitted log file could have been potentially consistent with a compromised wire in the patient's driveline; however, a root cause for the events could not be determined without an evaluation of the device. The patient remains ongoing on vad support using the ungrounded patient cable with no further driveline related issues. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.